Manufacturer narrative:
Investigation revealed that all parts returned to the manufacturer were in a used but functional condition. The information mentioned under section d was changed accordingly and the cable was entered as the cause. For this reason, the cable was found to be the cause of the incident. The information in the form under point 2 was changed accordingly and the cable was entered as the cause. The changes refer to the item details, whereby the working element was originally assumed to be the cause, but after the investigation, it turned out that the cable was the cause of the incident. The damage found on the cable corresponds to the information received by the customer and is the reason for the malfunctioning of the device during surgery. The damage of the cable caused a short circuit. The most probable root cause of the short circuit and the damage to the cable is due to residual moisture in the plug connection. This could be caused by problems during reprocessing. This report is not a late report and was originally reported under the wrong manufacturing site. This new report is to provide the corrections to the material number of the product, manufacturing site, 510k number in addition to the evaluation recently preformed above. Please refrence 20230001374_200949886 (23_200949886_65) for the original submission of this report. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with the product 11272c1 - cysto-urethro-fiberscope during surgery. According to the complaint description the device has started to burn during surgery. There was no harm to the patient. Smoke was seen at the top of the working shaft during endoscopic surgery. Currently, further information has been requested but is not yet available.